Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29272. It was reported that the patient presented for a generator replacement procedure. Upon interrogation, it was observed that the right atrial (ra) lead exhibited a high capture threshold and the right ventricular (rv) lead exhibited intermittent noise. The ra and rv leads were capped and replaced on (B)(6) 2021 with competitor leads. There were no patient consequences.